Event description:
During g3 surgery the distal locking screw was stuck when it reached the cortical bone. The screw was not able to be inserted though the surgeon tried several times. The surgeon inserted it while lightly hammering the screw and the procedure was completed.

Manufacturer narrative:
Device will not be returned. Add'l info has been requested and if received will be reported on a supplemental report.